Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, an evaluation was unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. Reportedly, the hcp did not predilate the target lesion. Although requested, it is unknown if the vessel was calcified or tortuous. The lutonix dcb was removed and a second lutonix dcb was used to complete the procedure. There was nothing found to indicate there was a manufacturing related cause for this event. If additional information becomes available, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 9 atmospheres (atms) while treating the target lesion. The health care professional (hcp) used a contralateral approach through the right common femoral artery to treat the left superficial femoral artery (sfa). The hcp did not predilate the target lesion and it is unknown if the vessel was calcified or tortuous. The hcp used a cook flexor 6 french introducer sheath over a terumo 035 glidewire to advance the lutonix dcb to the target lesion. Reportedly, the lutonix dcb was inflated once and the balloon ruptured while attempting to treat the target lesion. The lutonix dcb was removed and a second lutonix dcb was used to complete the procedure. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient outcomes were reported.

Manufacturer narrative:
Male was added. Additional information added to the event description regarding preparation of the lutonix dcb and negative pressure during advancement. "The hcp prepared the balloon in the normal fashion and removed the balloon protector without issues. The hcp used a cook flexor 6 french introducer sheath over a terumo 035 glidewire to advance the lutonix dcb, under negative pressure, to the target lesion." Corrected information: was changed from "although requested, patient gender was unavailable." To "unknown". Analysis: the sample was discarded at the user facility; therefore, an evaluation was unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. The actual sample was not received for evaluation. Reportedly, the hcp did not predilate the target lesion. Although requested, it is unknown if the vessel was calcified or tortuous. The lutonix dcb was removed and a second lutonix dcb was used to complete the procedure. There was nothing found to indicate there was a manufacturing related cause for this event. If additional information becomes available, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 9 atmospheres (atms) while treating the target lesion. The health care professional (hcp) used a contralateral approach through the right common femoral artery to treat the left superficial femoral artery (sfa). The hcp did not predilate the target lesion and it is unknown if the vessel was calcified or tortuous. The hcp prepared the balloon in the normal fashion and removed the balloon protector without issues. The hcp used a cook flexor 6 french introducer sheath over a terumo 035 glidewire to advance the lutonix dcb, under negative pressure, to the target lesion. Reportedly, the lutonix dcb was inflated once and the balloon ruptured while attempting to treat the target lesion. The lutonix dcb was removed and a second lutonix dcb was used to complete the procedure. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient outcomes were reported.